Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon resection procedure, the device did not fire. The surgeon tried to used another reload however, same issue occurred and still could not be fire. The surgeon then decided to used a new handle and used the first two reload that failed to fire with the first handle and it was able to fire successfully. There was no patient injury.